Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call that the customer was admitted to the emergencyroom due to high blood glucose on (B)(6) 2017. The customer¿s blood glucoselevel at the time of hospitalization was unknown. The customer was dehydratedand had high blood glucose. The customer had worked all week and got sick. Thecustomer was treated with fluid through intravenous drip. The customer waswearing the insulin pump at the time of the hospitalization. The customer wasadvised to call if they needed more troubleshooting. The device will not bereturned for analysis.